Event description:
Customer's mother reported a button error on her daughter's insulin pump. Customer's blood glucose is 506 mg/dl. Customer jumped in a pool while wearing her insulin pump. The buttons are now unresponsive. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip and no moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.